Event description:
Device interrogation at office visit revealed that the pt's device was set to 0ma output cuurent and not to the settings that it was programmed to at last office visit. Review of device programming history concluded that during the pt's previous office visit approx. 5 months prior, an interruption in the device programming occurred leaving the pt set at 0ma as expected. No adverse event was reported in conjunction with the programming anomaly.